Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the "brain" of the system stopped working sometime before christmas last year. Patient then said it was "still running", but was unable to change it or stop it. Patient said it has been set at like 8 for strength and 8.5 for speed. Patient was asked what they were referring to, patient at first seemed to think the patient programmer was the "brain", but also said the ins was the "brain". Patient seemed confused by the components. Patient said it totally stopped about a month later in (B)(6). Patient said the health care professional (hcp) is wanting the patient to have the ins system replaced with another manufacturer device. Patient does not want the different manufacture device. Patient was given hcp listing. Patient said underlying issue of having "11 inch rod" in his back. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the ¿brain¿ in their buttocks stopped controlling their stimulator. They stated that there was no change in their activity, but that the ¿brain¿ just stopped working. The patient mentioned that they bought new batteries and reported the problem to their pain doctor. They stated that the stimulator in their back kept running constantly, and they could not control the speed or strength. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.